Event description:
It was reported that the patient with this right ventricular (rv) lead, heard beeping tones related to high shock impedance out of range and noisy signals, likely diaphragmatic and myopotential. Technical services (ts) recommended to performed a defibrillation threshold (dft) test to determine impedance at high energy. Additionally, low intrinsic amplitude r-wave measurements was noted, which have been evidenced since implant. This rv lead remains in service. No adverse patient effects were reported.